Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Fse report: carefusion fse reported, the reported issue could not be duplicated. Transducer calibration and operational verification procedure (ovp) was performed. The device is working as per manufacturer specifications.

Event description:
The customer reported the avea ventilator was displaying "circuit occlusion, exhalation high and peak pressure" alarms. The inspiratory pressure transducer calibration procedure was performed, and the ventilator failed. The customer reported patient involvement but no allegation of patient injury/harm.